Manufacturer narrative:
Correction: d4: model number, lot number, catalog number, expiration date & unique identifier (UDI)#. H4: device manufacture date.

Event description:
It was reported the stent failed to expand on the proximal edge. An eluvia 6x120, 130 cm self-expanding stent was used to treat a deep vein thrombosis (dvt) in the superficial femoral artery (sfa). The 100% occluded lesion was moderately tortuous and severely calcified, about 15 cm up to sfa mid-distal. Access was obtained via a puncture behind the knee, a 4.5f non bsc introducer sheath was used along with another 6f 90cm non bsc introducer sheath on the opposite side. The lesion was pre-dilatated and an eluvia 6-120 was placed in the distal sfa. There was a strong calcification in the mid-sfa and the proximal edge of eluvia did not completely expand. Another eluvia 6-120 was advanced, but due to the first eluvia proximal edge, it was unable to cross the previously placed stent even after several attempts. Plain old balloon angioplasty (poba) was performed to try and fully dilate the first eluvia stent but was unsuccessful. After several attempts, the second eluvia was able to be placed in mid-sfa and the procedure was completed. No patient complications were reported.

Event description:
It was reported the stent failed to expand on the proximal edge. An eluvia 6x120, 130 cm self-expanding stent was used to treat a deep vein thrombosis (dvt) in the superficial femoral artery (sfa). The 100% occluded lesion was moderately tortuous and severely calcified, about 15 cm up to sfa mid-distal. Access was obtained via a puncture behind the knee, a 4.5f non bsc introducer sheath was used along with another 6f 90cm non bsc introducer sheath on the opposite side. The lesion was pre-dilatated and an eluvia 6-120 was placed in the distal sfa. There was a strong calcification in the mid-sfa and the proximal edge of eluvia did not completely expand. Another eluvia 6-120 was advanced, but due to the first eluvia proximal edge, it was unable to cross the previously placed stent even after several attempts. Plain old balloon angioplasty (poba) was performed to try and fully dilate the first eluvia stent but was unsuccessful. After several attempts, the second eluvia was able to be placed in mid-sfa and the procedure was completed. No patient complications were reported.